Event description:
It was reported that cadd legacy pump alarmed error code 1871. During testing. No patient injury reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels and physical condition were all intact upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the motor was found locked with the reported error code on the pump display. Root cause of the reported event is unknown. It is recommended that the pump motor be replaced. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device as having been in for service once in the previous year. There was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.